Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric bypass, the physician made his third shot with a reload and powered handle. Tissue was resected but not formed properly. Another reload was used to try to correct the staple line, but the device partially fired. No other known adverse events were reported.